Event description:
Per end-user, stated unit stopped giving error codes. (B)(6) has had many issues with scooter. He does not have serial number. He stated he is blind and immobile. He went to the (B)(6); the (B)(6) wanted to exchange chair but he just wants it repaired.